Manufacturer narrative:
B5: additional information received : it was clarified that the suspected endoleak at the end of the index procedure was a type IV, not a type ia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: it was reported the cause of the endoleak was either a type IV or type ii. A non-medtronic balloon was used to mould the stent graft. The physician can not confirm the type of endoleak that is present. The sales rep reports the endoleak to be in the area of the bifurcate and limb overlap. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c82ee, serial/lot #: (B)(6), ubd: 04-jul-2026, UDI#: (B)(4); product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 18-jul-2026, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aneurysm. It was reported that at the end of the index procedure, a suspected type ia endoleak was observed. No cause provided. No additional sequelae was reported and the patient will be monitored.